Event description:
I had lumbar fusion surgery on (B)(6) 2011. Intervertebral cages with etex were inserted between each vertebrae to be fused. Two were correctly placed with the cage between the vertebral bodies (l3-l4 and l4-l5); however, just a corner of the cage was wedged into the disc space at l5-s1. The other corner of the cage was in contact with my l5 nerve root. I questioned the surgeon immediately post-op when I could see on the radiograph that the cage was not between the vertebral bodies. He assured me it was ok and it was placed the best he could. I continued to have severe pain and went through several injections. After a year of little relief, the same surgeon removed the fixation hardware ((B)(6) 2012), but left the cage in place. Luckily, I moved for my work and sought medical help for my continuing painful condition. The first md (a radiologist) to see my MRI informed me that the cage was on my l5 nerve root. Three surgeons and a neurologist subsequently agreed. The cage was removed ((B)(6) 2013), but the etex caused bone spur growth around my l5 nerve root that could not be removed due to large vessels overlying the area. These bone spurs will continue to irritate my l5 nerve root for as long as I live. I am writing to inform you of the adverse outcome of using etex in a cage when the cage wasn't placed in the correct anatomic location. The neurosurgeon who removed the cage commented that it was "unfortunate that the cage wasn't removed sooner". Dates of use: (B)(6) 2011 - (B)(6) 2013. Diagnosis or reason for use: bone growth stimulator for intervertebral fusion cage.